Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate pain relief despite multiple reprogramming. X-ray was taken and revealed that the paddle lead was slightly twisted. The patient underwent a revision procedure wherein the paddle lead was moved. The patient was doing well postoperatively. The paddle lead remains implanted in the patient and in use.